Event description:
A valiant stent graft system was implanted for the endovascular treatment of a thoracic aortic aneurysm. It was reported that during the index procedure, the physician was not able to pass the saline through as the physician was not able to push down on the piston of the syringe. The doctor was not able to pass the saline before implanting the stent graft. The patient is doing well post procedure. There was no damage to the inner and outer packing. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Conclusion: failure to follow instructions (implanting damaged/broken device).

Event description:
The device was returned for analysis investigation. The inability to irrigate complaint was confirmed. The root cause of the event was most likely due to excessive glue being applied during manufacturing, which led to the obstruction within the barbed adaptor.

Manufacturer narrative:
Conclusion: manufacturing related.